Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 30-sep-2025. As such, section d9 has been updated. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. Initially, it was indicated that during a pulmonary vein isolation (pvi) procedure, the physician pulled out the qdot and noticed charring on the catheter tip. He used a new catheter and completed the procedure without any patient consequences. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation and temperature and impedance test of the returned device were performed. Visual inspection revealed char residues in the tip section. The device was connected to the generator, and an ablation cycle was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of this condition could be related to the usage of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following information: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf applications, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31559815l and no non-conformances related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. Initially, it was indicated that during a pulmonary vein isolation (pvi) procedure, the physician pulled out the qdot and noticed charring on the catheter tip. He used a new catheter and completed the procedure without any patient consequences. With the initial information available, this event was assessed as non MDR reportable. However, on 09-jul-2025, additional information was received which indicated that the physician did not consider the amount or char as excessive; however, he considered the amount of char observed as a potential risk to the patient, but no harm happened to patient or was noticed. Therefore, the event was re-assessed as MDR reportable with an awareness date of 09-jul-2025. It was also reported that the char was located on the tip electrode. The system did not present any error messages. The patient was anticoagulated above 300, and it was maintained during the case. The correct catheter settings were selected on the generator and there were no issues with flow rate change at the start of the ablation. Heparinized normal saline was used.